Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information available, a definitive cause for the reported patient effects could not be determined. However, patient effects of mitral regurgitation (mr), hypertension and tissue damage are listed in the instructions for use as known possible complications associated with mitraclip procedures. Additional therapies / non-surgical treatments and hospitalization were a result of case-specific circumstances as a second clip was advanced to the mitral valve, and the clip was to placed lateral to the first clip to reduce mr. Treatment with medication was a result of case specific circumstances related to blood pressure being treated with medication. Poor image resolution / visualization was reported to be difficult related to anatomical challenge (mixed, prolapse, lv dilatation and significant mitral annular calcification on the anterior and posterior leaflets). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds device referenced is filed under separate medwatch report number.

Event description:
This is filed to report tissue damage and medical intervention. It was reported that this was a mitraclip procedure to mixed mitral regurgitation (mr) with a grade of 4. It was noted prolapse, left ventricle dilatation and significant mitral annular calcification on the anterior and posterior leaflets. Visualization was difficult due to anatomy. The clip delivery system (cds 00630u159) was advanced to the mitral valve, and the clip grasped the leaflets fine, reducing mr. However, the patient¿s blood pressure increased after mr was reduced. Leaflet insertion and an mr assessment was performed, but the blood pressure was continuing to increase. Shortly after, multiple jets were observed lateral to the clip and mr was more severe. The clip appeared stable and the blood pressure began to decrease after treatment with medication. Therefore, the clip was deployed. A second ntr cds (00623u139) was advanced to the mitral valve, and the clip was to placed lateral to the first clip to reduce mr. However, after one grasp attempt with inadequate mr reduction, a posterior leaflet perforation was observed. The clip was re-positioned to treat the perforation and reduce mr, but the mr reduction was still inadequate. A decision was made to stop the procedure and the cds was removed with the clip attached the first clip remains stable on both leaflets. The physician stated that it is unknown which clip caused the leaflet perforation. The patient will remain hospitalized to be evaluated for either surgical repair or replacement. One clip was implanted, and mr is 4. There was no clinically significant delay in the procedure. No additional information was provided.